Manufacturer narrative:
The t:slim cartridge instructions for use states: "replace the cartridge every 48 hours if using humalog". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for an elevated blood glucose (bg) level 522 (mg/dl). The healthcare provider believed the elevated bg level was caused by the infusion set cannula. The customer did not note any issues with the supplies. Reportedly, the supplies had been in use for 3 days with humalog insulin. The customer replaced the infusion set, tubing and cartridge in an attempt to address bg level. While in the hospital the customer received an insulin drip and the insulin ratio was adjusted to address bg level. The customer was released from the hospital after 3 days. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.